Event description:
It was reported to boston scientific that a urologic zipwire hydrophilic guidewire was used during a multi-lumen central venous catheter placement procedure on (B)(6) 2014. According to the complainant, it was reported that the patient has had numerous central lines in the past using a right subclavian approach as they were unable to use the left side due to congenital anomalies. They were also unable to use the right internal jugular vein due to the presence of a tracheostomy. During the procedure, the physician initially used the central line kit guidewire, however, the central line kit guidewire was difficult to advance through the right subclavian despite multiple attempts. Physician thought perhaps the vein was sclerotic from previous central lines. The physician then used the zipwire hydrophilic guidewire and re-punctured the right subclavian vein, however, the physician also had difficulty advancing the guidewire. The guidewire was removed and it was noted that approximately 10cm of the distal end of the guidewire detached in the patient¿s right subclavian vein. The surgeon was unable to retrieve the piece that had sheared off inside the patient. He continued the procedure using the guidewire that was in the original central line kit and was eventually able to successfully place the catheter. The patient was scheduled for retrieval of the coating on (B)(6) 2014. The right femoral vein was accessed via ultrasound. The incision was dilated, and a wire was inserted. A 6 french sheath was inserted over the wire. The superior vena cava was accessed with a bentson wire which was then exchanged for a long 11-french coaxial sheath and parked it at the level of the proximal superior vena cava. A vena cavogram was performed to confirm the presence of the foreign body which extended from the right subclavian vein to the right innominate vein. A clover snare was inserted and deployed which captured and successfully retrieved the foreign body. A venogram was done to confirm no residual foreign body remained. Patient was stabilized and then returned to his room. The patient¿s condition at the end of the procedure was reported to be stable. The patient was discharged from the hospital in good condition on (B)(6) 2014. Additionally, the directions for use indicate ¿ the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use.¿

Manufacturer narrative:
Event of zipwire guidewire peeling. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis revealed 11.8cm of polymer jacket material, cut from the body of the device exposing the metallic core wire substance 7.95 to 19.50cm from the distal tip and a large radius bend over the distal 10.5cm. The damage appears consistent with manipulation or withdrawal while within an introducer needle or manipulated against an edged surface of a harder durometer than the polymer jacket material of the specimen device. Microscopically the specimen coating appears to be worn and abraded with dried blood-like material imbedded within hydrophilic coating, consistent with that of a clinically used device. Except where noted, the specimen device appears visually and dimensionally correct. The complaint was confirmed. The damage appears consistent with manipulation within an introducer needle. Procedure or clinical factors may have impacted on the event as reported. As per the event info it is mentioned that the zipwire was used for subclavian port insertion. However, this zipwire is intended for the placement of urological instruments. This could have contributed to the reported complaint event. Therefore most probable root cause is "operational context".

Event description:
It was reported to boston scientific that a urologic zipwire hydrophilic guidewire was used during a multi-lumen central venous catheter placement procedure on (B)(6) 2014. According to the complainant, it was reported that the patient has had numerous central lines in the past using a right subclavian approach as they were unable to use the left side due to congenital anomalies. They were also unable to use the right internal jugular vein due to the presence of a tracheostomy. During the procedure, the physician initially used the central line kit guidewire, however, the central line kit guidewire was difficult to advance through the right subclavian despite multiple attempts. Physician thought perhaps the vein was sclerotic from previous central lines. The physician then used the zipwire hydrophilic guidewire and re-punctured the right subclavian vein, however, the physician also had difficulty advancing the guidewire. The guidewire was removed and it was noted that approximately 10cm of the distal end of the guidewire detached in the patient's right subclavian vein. The surgeon was unable to retrieve the piece that had sheared off inside the patient. He continued the procedure using the guidewire that was in the original central line kit and was eventually able to successfully place the catheter. The patient was scheduled for retrieval of the coating on (B)(6) 2014. The right femoral vein was accessed via ultrasound. The incision was dilated, and a wire was inserted. A 6 french sheath was inserted over the wire. The superior vena cava was accessed with a bentson wire which was then exchanged for a long 11-french coaxial sheath and parked it at the level of the proximal superior vena cava. A vena cavogram was performed to confirm the presence of the foreign body which extended from the right subclavian vein to the right innominate vein. A clover snare was inserted and deployed which captured and successfully retrieved the foreign body. A venogram was done to confirm no residual foreign body remained. Patient was stabilized and then returned to his room. The patient&#38112;condition at the end of the procedure was reported to be stable. The patient was discharged from the hospital in good condition on (B)(6) 2014. Additionally, the directions for use indicate "the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use." Additional information received on may 20, 2014: a metal needle was used to pierce the skin and then a plastic introducer was placed and the metal needle was removed. The guidewire was used once access to the subclavian vein was established.

Event description:
It was reported to boston scientific that a urologic zipwire hydrophilic guidewire was used during a multi-lumen central venous catheter placement procedure on (B)(6) 2014. According to the complainant, it was reported that the patient has had numerous central lines in the past using a right subclavian approach as they were unable to use the left side due to congenital anomalies. They were also unable to use the right internal jugular vein due to the presence of a tracheostomy. During the procedure, the physician initially used the central line kit guidewire, however, the central line kit guidewire was difficult to advance through the right subclavian despite multiple attempts. Physician thought perhaps the vein was sclerotic from previous central lines. The physician then used the zipwire hydrophilic guidewire and re-punctured the right subclavian vein, however, the physician also had difficulty advancing the guidewire. The guidewire was removed and it was noted that approximately 10cm of the distal end of the guidewire detached in the patient's right subclavian vein. The surgeon was unable to retrieve the piece that had sheared off inside the patient. He continued the procedure using the guidewire that was in the original central line kit and was eventually able to successfully place the catheter. The patient was scheduled for retrieval of the coating on (B)(6) 2014. The right femoral vein was accessed via ultrasound. The incision was dilated, and a wire was inserted. A 6 french sheath was inserted over the wire. The superior vena cava was accessed with a bentson wire which was then exchanged for a long 11-french coaxial sheath and parked it at the level of the proximal superior vena cava. A vena cavogram was performed to confirm the presence of the foreign body which extended from the right subclavian vein to the right innominate vein. A clover snare was inserted and deployed which captured and successfully retrieved the foreign body. A venogram was done to confirm no residual foreign body remained. Patient was stabilized and then returned to his room. The patient's condition at the end of the procedure was reported to be stable. The patient was discharged from the hospital in good condition on (B)(6) 2014. Additionally, the directions for use indicate the zipwire hydrophilic guidewire is not intended for coronary artery, vascular or neurological use.